Manufacturer narrative:
Other, other text: device evaluation: the device/sample was returned for investigation. A visual inspection was performed, and no damage or discrepancies were detected on the sample. A functional test was performed, and a leak was confirmed. The root cause of the reported failure could not be determined. A DHR was not performed.

Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, leaking from the filter tubing was noticed by the patient. No patient injury reported.